Event description:
It was reported that right atrial (ra) lead exhibited undersensing as at device classified termination of events, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.